Manufacturer narrative:
External insulation abrasion was noted at 31.7-32.0cm from the connector pin, consistent with lead friction to another device or feature of the patient anatomy. The outer insulation was breached at this location. This is consistent with the observation from the field of loss of capture and loss of sensing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic with no atrial capture and no sensing. The bi-v pacing percentage had dropped because of loss of atrial sensing. The patient was not symptomatic. Lead dislodgement was observed. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.